Manufacturer narrative:
(B)(4). Per complaint (B)(4), the arterial board was replaced by the maquet field sales technician. Reference: complaint (B)(4).

Event description:
The temperature and pressure value are missing on the screen of blood monitoring unit (bmu) 40 with serial number (B)(4). This event occured at institute of clinical and experimentation medicine. Reference: complaint (B)(4).